Event description:
The complainant reported that the clinicians were preparing to perform a ureteroscopy procedure on a pt. A percuflex plus ureteral stent was unpacked in preparation for use in performing the placement of a double j catheter. During the unpacking it was found that the stent tip was open and was missing the pigtail. It was also noted that the holes were deformed. The clinician then obtained another percuflex plus ureteral stent and successfully completed the pt procedure. The complainant reported that there were no pt complications as a result of the reported problems.

Manufacturer narrative:
The device at issue in this complaint has not yet been received for eval; therefore, a failure analysis is not available. We are not able at this time, to determine the relationship between this device and the cause for the event. If there is any further relevant information received, a supplemental medwatch will be filed.